Event description:
It was reported that there was a drop in the atrial lead impedance. It was further reported that the patient stated her lead wire "came loose". The patient also inquired about "number of implants" the physician has done with "new pacemaker". Further follow-up information indicated there was no lead dislodgement and the lead was replaced for impedance issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:no anomalies found (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor was fractured due to overstress, the inner insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, there was blood in/on the helix/lobe mechanism, helix blocked by guide tooth, there was a damaged guidetooth, the lead appeared damage at implant and the lead was stretched. Analyst visual comment indicates that the lead was received with the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.

Event description:
It was reported that there was a drop in the atrial lead impedance. It was further reported that the patient stated their lead wire "came loose". Further follow-up information indicated there was no lead dislodgement and the lead was replaced for impedance issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor was fractured due to overstress, the inner insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, there was blood in/on the helix/lobe mechanism, helix blocked by guide tooth, there was a damaged guidetooth, the lead appeared damage at implant and the lead was stretched. Analyst visual comment indicates that the lead was received with the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.